Event description:
Zimmer tourniquet was applied to pt's thigh in usual manner. At the end of the procedure (114 min) it was noted that the tourniquet cuff was rolled and a row of tiny blisters was found when the cuff was removed.